Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to successfully treat a lesion in the superficial femoral artery (sfa). While attempting to remove the catheter from the sheath, a detachment occurred, and a fragment of the balloon fell inside the patient. The separation occurred while the balloon was fully deflated. The physician used a specialized device to retrieve and take out the fragment. A second ivl catheter was used to complete the surgery. There was no reported patient harm. The physician attributed the separation to quality issues.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the detachment could not be definitively determined based on the information available. There was no patient harm. The physician attributed the separation to quality issues. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of catheter detachment was confirmed. The device was returned broken and separated into two pieces. There were no components found missing. The break of the catheter shaft occurred 3 inches from the distal end of the ivl catheter. All emitters showed signs of wear, indicating that they were fired as expected. The pleat and folds of the balloon remain prominent possibly indicating that the balloon may not have been inflated or may not have been completely inflated. There was no physical damage noted on the balloon surface and catheter tip. The cause of catheter detachment during the medical procedure is unknown. Based on the investigation observations and reported information, it is possible that the balloon got stuck inside the sheath and the force used to remove the device would have caused detachment of catheter components.